Event description:
It was reported while using bd maxguard stopcock 4 way rotary lock leakage and flow issues occurred. The following information was provided by the initial reporter: upon further inspection this rn noticed the bed was wet. The specific buff cap that the lipids were hooked up to was found to be wet and dripping and no lipids appeared to be moving further than that buff cap. The pt's tpn/lipids were hung at 1700, so patient was without fluids for approximately 4 hours.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: 1 sample (model # m4018) was received for investigation. Prior to functional testing the sample was visually examined for defects and abnormalities. No defects or abnormalities were observed. The sample was attached to a bd extension set (model # mp5301-c). The setup was flushed by using 10 ml bd syringe filled with 85% glycerin / 15% water solution. The sample flushed successfully with no leakage or fluid blockage was observed. The customer complaint that there was fluid blockage and leakage was not replicated. A device history record review for model m4018 and lot number 22099388 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. The root cause of this complaint could not be definitively determined because the issue could not be replicated.

Event description:
It was reported while using bd maxguard stopcock 4 way rotary lock leakage and flow issues occurred. The following information was provided by the initial reporter: upon further inspection this rn noticed the bed was wet. The specific buff cap that the lipids were hooked up to was found to be wet and dripping and no lipids appeared to be moving further than that buff cap. The pt's tpn/lipids were hung at 1700, so patient was without fluids for approximately 4 hours.